Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed and transesophageal echocardiogram (tee) imaging was used. During deployment of the 24mm watchman flx pro closure device and delivery system (wds), air bubbles were visualized under the fabric of the closure device upon complete opening. The wds was recaptured and removed. The procedure was aborted due to the wds not meeting release criteria due to patient anatomy. No further interventions or patient complications occurred. The patient was discharged.